Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided in the initial report. The following section was corrected: d8. Based on the results of the investigation, the observed event was confirmed. A probable cause of the phenomenon, ¿loss of image¿, occurred due to faulty connector. The cause of the faulty connector could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. In addition to the reportable findings documented in b5, non-reportable findings are as follows; the battery on printed circuit board ran out and the lamp socket and microswitch were broken, which had signs of 3rd party repair. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the video systems scope socket was defective causing poor/flickering image. The issue was found during preparation for use of an unknown procedure. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: failure of the video cable connectors causing no image. There was no patient harm, patient was not under anesthesia, or cause of delay in procedure due to this malfunction. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.